Event description:
It was reported, the pump was replaced related to the pump end of life (eol) in three patients. Post-operatively, there was a continuing moderate withdrawal syndrome. The patients were visited several times for dose adjustments in the clinic. For two patients, the dose adjustment was an increase of 30-100% before a stable situation could be reached. The clinic had never had such an experience. Because it happened three times, a systemic problem was suspected. The operation technique was not changed and the filling procedure was not different and was performed by a very experienced nurse practitioner. The complaints remained for 6 days and could not be explained by the catheter dead space. The tip of the catheter should have been reached in about 36 hours. The baclofen solution in the explanted pump had been prepared by a different pharmacy than the solution for the new pump. It was thought there could have been a relation there. Both preparation protocols were compared, but no difference could be found. The only difference was the storage at room temperature (solution explanted pump) and cooling on ¿9 gr celsius¿ (solution pump). It was reported that six hours after replacing the pump due to eol, complaints started. The patient had increased spasticity, muscle tone, and clonus. In consecutive days the complaints/symptoms increased. It was decided to give the patient single boluses and increased the daily dose. At the time of the report the patient had over 40% higher of a daily dose than with the old pump. The muscle tone and clonus were still less well-regulated than with the old pump. The pump was being used to deliver baclofen and morphine. It was reported a pre implant pump prime was performed. The catheter was flushed and observed with contrast to be still okay. The catheter was therefore not replaced. The catheter was 6 to 7 years old. The effectiveness before the replacement surgery was fine and there were no problems. The patient was stable. The pump logs were not checked. The patient status at the time of the report was alive- no injury. Additional information received reported the calibration constant was checked in all three cases and they matched the package. The health care providers were certain they removed all the water in the new pump. Drug samples coming out of the pump were taken and there were no differences. It was supposed what it needed to be. Refer to manufacturer report # 3004209178-2013-21948.

Event description:
Additional information received reported the concentration of the drug and the old drug were checked and there were no anomalies. It was also checked that the catheter that remained implanted was properly aligned to the pump when connected. The therapy was not effective at the time of this report. An MRI was planned for 2013-(B)(6). There was a priming bolus performed on 2013-(B)(6). The bolus duration was 13 minutes.

Manufacturer narrative:
Product ID 8731sc, serial# unknown; product type catheter. (B)(4).

Event description:
Additional information was received. It was reported that the patient still was not receiving effective therapy at the time of report. It was also noted that there was an MRI planned.